Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module did not infuse as no dripping was noted. The volume infused did not match the volume that should have infused into the time frame of the infusion. It was reported that all these infusions were set up as l primary infusions and typical rate was 125 ml/hr. This was reported to bd representatives during their site visit. No specific events were reported and this was generalized feedback during on-site visit. There was patient involvement, however outcome is unknown.